Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. Calcification was noted extending beneath the aortic annular plane in the interventricular septum. During the procedure it was observed that a cardiac tamponade was caused by a non-abbott wire perforation whilst the device was navigated to the annulus. The device was implanted. The final non-coronary cusp (ncc) was measured at 7mm and the left coronary cusp was measured at 6mm. The final implant depth was considered satisfactory. Pericardiocentesis was performed, but the effusion did not stop. The perforation site was sutured via thoracotomy. The patient then presented with complete heart block when pacing was conducted. The patient status was unstable. The following day the heart block resolved. No pacemaker was required. The patient status was stable. It was believed that the device did not cause or contribute to the perforation, however due to perforation occurring during the delivery of the device, it cannot conclusively be determined to be unrelated to the device. It was believed that the cause of the pericardial effusion and the cardiac tamponade was due to the wire forming an oval shape and the hard part of the wire penetrating the myocardium of the left ventricle.

Manufacturer narrative:
An event of incorrect implant depth, cardiac tamponade, pericardial effusion, and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the final non-coronary cusp (ncc) was measured at 7mm and the left coronary cusp was measured at 6mm. Calcification was noted extending beneath the aortic annular plane in the interventricular septum. During the procedure, it was observed that a cardiac tamponade was caused by a non-abbott wire perforation whilst the device was navigated to the annulus. Then, pericardiocentesis was performed, but the effusion did not stop. The perforation site was sutured via thoracotomy. Then, the patient presented with complete heart block when pacing was conducted. The patient status was unstable but heart block resolved in the following day. It was believed that the cause of the pericardial effusion and the cardiac tamponade was due to the wire forming an oval shape and the hard part of the wire penetrating the myocardium of the left ventricle. Based on the available information, the cause of the reported pericardial effusion and cardiac tamponade appears to be related to procedure condition. The cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6: health effect: clinical code: code: 2001 removed. H6: medical device problem code: code: 2682 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. Calcification was noted extending beneath the aortic annular plane in the interventricular septum. During the procedure it was observed that a cardiac tamponade was caused by a wire perforation whilst the device was navigated to the annulus. The device was implanted. The final non-coronary cusp (ncc) was measured at 7mm and the left coronary cusp was measured at 6mm. Pericardiocentesis was performed, but the effusion did not stop. The perforation site was sutured via thoracotomy. The patient then presented with complete heart block. The patient status was unstable.